Manufacturer narrative:
The report we received from our affiliate indicated that the balloon ruptured at 12-13 atm. The target lesion was the common iliac artery with 90% stenosis. There was no adverse consequence to the pt. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days from receipt. Clinical impression: during a percutaneous transluminal angioplasty to this male's common iliac artery, the balloon was reported to have ruptured. Rupture occurred at 12-13 atmospheres. It is unk if an inflation device was used. The vessel was described as moderately calcified and tortuous with a 90% stenosis. There was no injury to the pt. The product will not be returned for analysis. With the info available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. No other complaints have been reported for this complaint category for this catalog number in the past six months prior to this alert date. Conclusion: as the actual involved product was not returned for analysis, the exact cause of the reported balloon burst could not be determined. Review of the mfg route sheets revealed no complaint related anomalies.

Event description:
Describe event or problem. The balloon burst.